Event description:
The customer reported that the insulin pump alarmed battery out limit, weak battery and had blank display. Troubleshooting was done. Customer's blood glucose was 85 mg/dl. The customer was advised that battery cap would be replaced to rule out the issues with battery issues. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).